Event description:
Patient presented to their ophthalmologist 2004 and was diagnosed with an infectious corneal ulcer in their left eye. Patient chart indicates the following findings in the left eye: foreign body sensetion during the night, trouble sleeping, this am. Redness-tearing -mucous-photophobia-pain-dryness-and was wearing cl's yesterday and took out last night. Va od 20/25-2, os 20/30-2. Lids meibomian gland dysfunction. Conjunctiva 2-3+injection. Large nasal infiltrate with heaped up epithelium. Trace to 1+cell flare.impression: large corneal infiltrate os with impending ulceration. Treatment: no contact lens wear. Patient educated on importance of using meds,zymar os q15 min x2 hrs then q 30 min x2 hours, then q1hr through the night. Return to office 1 day "patients final visit 11/2004: "pt reports os feel fine," increased vision os; "seems to be back to normal;" negative photophobia. Va od 20/20-2,os 20/25.lids meibomian gland dysfunction, +1 conjunctiva quiet. Cornea epithelium intact slight depression no edema+opacity. Lens clear. Impression: corneal ulcer-os healed. Corneal opacity os. Plan reassurance. Zymar q3.lotemax q3, return to office 1 week with option to check cornea. Lot history review: the batch record did not show any abnormalities in mononmer and solution testing. All parameters tested were within specifictions. All sterilization requirements were successfully completed. Product evaluation: lens in question not returned.the returned solution was tested. The ph and conductivity were within specification.